Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed on injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.